Manufacturer narrative:
(B)(4): device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date of the nerve damage? What are the patient comorbidities/concomitant medications or procedures performed? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) what was the onset date, time from the index surgery? Is the surgeon aware of auto immunity problem reported by the patient? If so, can additional details be provided on diagnosis? Describe any medical/surgical intervention including dates and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a gynecological procedure in 2016 and mesh was implanted. The patient reported experiencing incorrect insertion, device erosion within months, unspecified reactions to the device, nerve damage, inability to use left leg and an unspecified auto immunity problem. Additional information has been requested.